Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a failure of the power unit and the inner board of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Service repair evaluation noted the subject device (processor) has an error e117 intermittently. The power supply needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during an asset return inspection for maintenance check, an error code e117 was observed on the device. There is no patient involvement on this reported event. No user injury reported.